Event description:
It was reported to (B)(6) that needles are very hard to engage into the safety guard. Employees are getting stuck with dirty needles that are not staying engaged. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).